Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. Based on the information received, the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred during the transseptal puncture. The patient became hypotensive, and the effusion was confirmed by a transesophageal probe. The cardiac perforation was located posteriorly. A pericardiocentesis was attempted unsuccessfully however, the patient stabilized with no further intervention. There were no performance issues with any sjm device. The patient was stable at the time of this report.